Manufacturer narrative:
Continuation of d10: product ID tm91d0. Serial# (B)(6). Product type accessory product ID a620 . Serial# unknown. Product type software product ID hh9020dbs. Serial# (B)(6). Product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they received a replacement communicator as a result of their previous communicator not pairing to the handset, but they could not get the replacement communicator to pair to the handset either. The patient had already gone through the process of scanning the qr code of the replacement communicator, but they kept getting the 'communicator not found' screen. Agent had the patient reset the communicator, but the issue persisted. The patient confirmed bluetooth was turned on, but location was turned off. Agent had the patient turn location on and re-scan the qr code of the communicator, but they continued to get the 'communicator not found' screen. Agent had the patient restart the handset, but the issue persisted. The patient mentioned that their recharger was paired to the recharger app, so they weren't sure why the communicator wasn't pairing to the my dbs therapy app. Agent conferenced healthcare it on the line and they had the patient reset network settings and clear cache for the my dbs therapy and communication manager apps. The patient noticed the bluetooth indicator light on the communicator started to blink blue, but it still would not pair to the handset. The issue was not resolved. Healthcare it advised to replace both the handset and communicator since they could not determine which was the source of the issue. A request was sent to the repair department to replace the handset and communicator.